Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime pump during prime/a33 test due to faulty fsr (gold). The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, display window and battery tube threads. Insulin pump received with minor scratched display window. Unit received with stained end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer's blood glucose reading was 242 mg/dl. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.